Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was displaying service code 102. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon evaluation, the monitor experienced charge profile faults (code 102). Component c22 (capacitor) on the defibrillator board had a faulty solder connection, causing the capacitor not to fully charge. The root cause of the faulty solder connection cannot be positively determined but is likely due to an assembly error. No adverse event resulted from the defective component. The patient received a replacement monitor.